Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  The device was not returned for evaluation. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences.  A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the cause of the balloon rupture is unknown. However, the mechanisms described above may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist, the commander delivery system balloon ruptured during valve deployment. The valve was fully inflated and deployed in an appropriate position. The ruptured balloon was pulled into the flex catheter as much as possible while in the abdominal aorta. Due to the ruptured balloon, withdrawal difficulties were encountered. The commander delivery system was then pulled into the esheath, in which the tip of the esheath was ¿split¿, and the inner lining was bunched around the ruptured balloon. It was noticed that the radiopaque portion of the esheath tip was free floating in the aorta. The esheath and commander delivery system were removed as a single unit and a 16 fr sheath was placed. A stent was utilized to trap the radiopaque marker to the aortic wall below the renal arteries. Patient remained hemodynamically stable throughout the procedure. The rfa was closed with the indwelling proglides.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2018-02946 UDI: (B)(4).